Event description:
It was reported that an edwards aortic valve was explanted after an implant duration of approximately 11 months, due to endocarditis. Operative report states, " this patient is a (B)(6) male with peripheral vascular disease and coronary artery disease who was operated on last year, had a bilateral mammary harvest and aortic valve replacement. He developed a sternal wound infection and was returned to the operating room a month after surgery and was washed out and plated. He did well and was recovering nicely and then earlier this month had fevers that were treated with oral antibiotics with no obvious source. He presented to our institution with continued fevers, and echo showed extensive aortic root abscess with a perivalvular leak." Findings indicate, " extensive destruction of the aortic root with essentially periannular abscess with extensive corrosion of the non coronary and left coronary annulus with partial disruption of the fibrous trigone, non reconstructible left coronary button due to poor aortic tissue and dense inflammation." The patient underwent an aortic root replacement using a homograft.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device was received by edwards on 08/28/2012, evaluation results will be reported once completed.

Manufacturer narrative:
Device evaluation summary: the valve as received supports the report of endocarditis. Vegetation were noted at leaflet 2 along the attachment. As received the tissue was mostly cut off. Approximately 4mm of tissue remains along the attachment. Sections of the cut off tissue, what appears to be two of the leaflets were returned along with the valve. Vegetation was not noted onto the leaflet cut outs. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. As received most of the sewing ring was cut off, this exposed the wireform at the inflow aspect. The disruptions were most likely due to explant. The x-ray demonstrated stent distortion most likely due to mechanical damage at explant. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device malfunction or quality deficiency related to this event.